Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis the psm was returned for failure analysis and the reported "recoverable error 1300" was confirmed and replicated. In system logs, the 1300 error initializing sensor fault was seen, confirming the fault occurred in the field. During visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component immediately triggered the 1300 error. The psm motorpack was then disassembled and using a multimeter, fa found that the axis 3 hall sensor was shorting to the motorpack chassis. The complaint was confirmed based on the field evaluation and failure analysis. The axis 3 hall sensor is the root cause of the reported event.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report the da vinci system failed to power up properly, displaying "self-test in progress" on the screen. A biomedical technician was not present during the issue but reported that no troubleshooting was initially conducted; instead, the system was swapped for another one. The system's live logs were unavailable at the time of the call. The tse requested that when the surgical case was completed, the system should be brought back for troubleshooting. Upon further engagement, the tse guided the bio tech through a hard power cycle and reseating of all blue fiber cables. The system powered on with a recoverable error code 1300, indicating an issue with instrument drive 1. Despite attempts to recover from the error, the "self-test in progress" message persisted. The tse suggested disabling instrument drive 1 to proceed, but the customer was uncertain about the next steps. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the unit was having an issue. Biomed went to check it out and was told that the screen was not working. No patient was injured or involved. It was when the or team was setting up the issue was found. Troubleshooting was requested before there next case but was unable to resolve the issue.